Event description:
It was reported that an ilet user announced a ¿usual¿ meal for a tv dinner consisting of steak with a small side of macaroni and cheese, after which continuous glucose readings trended downward despite ingestion of a banana and a sugar cube; a contemporaneous fingerstick measured 112 mg/dl and sensor trend subsequently turned upward. Symptoms included perceived low glucose with sensor-reported downward trend. Outcomes included recovery of glucose into range without medical intervention, emergency care, or hospitalization. Investigation included review of device data and user interview. Investigation of this case revealed that the meal announcement likely overestimated carbohydrate content relative to the actual meal, leading to excess insulin delivery and a downward glucose trend; device performance and components appeared to function as designed. It was concluded, based on previously established findings for similar reports, that user-related meal announcement error was the most likely cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.